Manufacturer narrative:
Follow-up 5/24/2016: customer met with health care provider and it was discovered that the pump carbohydrate ratio and correction factor were switched. Customer believes this resulted in the elevated bg levels experienced. Customer reports doing "much better". The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer connected the pump infusion set to their body during the fill tubing process, delivering approximately 6 units of insulin into their body. Customer reported having an elevated blood glucose (bg) level of 315 (mg/dl) prior to completing the fill tubing and had delivered a bolus. After the fill tubing event, customer contacted their health care provider, consumed milk and contacted tandem technical support to address bg level. Due to customer changing out all supplies, elevated bg troubleshooting was unable to be performed. Customer's bg levels decreased to 291 (mg/dl) at the time the event was reported and then to 281 (mg/dl) an hour after event was reported.